Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." However, no details have been provided. Note, the date of event (02-dec-2025) and manufacturing date (15-sep-2020) are considered to be the best estimate. This emdr represents the bd ventrio st (device 1). Additional emdrs were submitted to represent the other two bd ventrio st meshes (device 2 and device 3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of three bard/davol ventrio st mesh (cat# 5950020, lot# huew1693) on (B)(6) 2021 and (cat# 5950020, lot# hugv0211) on (B)(6) 2023 and (cat# 5950050, lot# hugw1573) on (B)(6) 2024. As reported, the patient is making a claim for an adverse patient outcome against all ventrio st meshes. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress, and the device was defective.